Manufacturer narrative:
Correction to g2 of the initial report. "Company representative" should have also been selected as a report source. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the no image issue as well as an e226 communication error code. It was presumed that both of these malfunctions were caused by an optical module failure. However, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
D8 - field as inadvertently selected. This field should be considered blank. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited no image. The issue occurred during maintenance. There were no reports of patient harm.